Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia, hypotension, altered mental status, arrhythmia, asystole and heart block. Upon device interrogation, the right ventricular (rv) lead exhibited low unipolar impedance warning, high thresholds and a dislodgement. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.